Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2. On the removal of the cutter from the packaging the surgeon saw that the wire of the cutter was bent. The product could not be used. The product was not used on a patient. There was no damage on the inside and outer cartons. Product damaged on removal from packaging. Another set was opened and the evh was done successfully.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 10/17/2022. An investigation was conducted on 10/25/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned inside the opened packaging material. The device was removed from the plastic protective barrier with the plastic paper covering not returned. The heater wire was observed to be bent and twisted away from the hot from the base with detachment of the heater wire at the tip of the hot jaw. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. No electrical testing was conducted due the condition of the heater wire. Based on the returned condition as well as the evaluation results, the reported failure "material twisted/bent wire" was confirmed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.